Manufacturer narrative:
As received, a complete lead was returned in one piece. Electrical tests and x-ray examination did not find any indication of conductor fractures. Visual inspection of the lead did not find any anomalies with the exception of procedural damage. Visual inspection did not find any clavicle crush damage. The reported events of noise and high pacing threshold were not confirmed.

Event description:
Related manufacturer reference number: 2017865-2021-12125, related manufacturer reference number: 2017865-2021-37511. It was reported that the patient presented for explant of the both the right atrial and right ventricular lead due to high capture threshold, and clavicular crush. There was also a history of over-sensed noise that was initially ascribed to the pulse generator, which also exhibited high capture threshold. However, lead damage was discussed as the possible source of oversensing. Both the leads and device were explanted. Further information was requested but not received.